Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin to fill the cartridge as well as not removing air from the cartridge prior to filling. Tandem technical support educated the customer that room temperature should be used to fill the cartridge and air should be removed prior to filling. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.